Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector on the digital board. The cable was realigned and secured to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.